Event description:
Shortly, after a lead revision procedure, the pt reported communication and charging issues between the implant and external equipment. It was reported that electrocautery was used during the lead revision procedure. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt was implanted with a new boston scientific spinal cord stimulator.